Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the patient found a kink mark near the titanium adapter end of the device and the end was stiffer than the end of the other tubing. It was stated that the issue was found at capd (continuous ambulatory peritoneal dialysis) room of the hospital during treatment. The device was replaced with a new product to continue the treatment. The patient received a prophylactic antibiotic treatment. It was also stated that the patient has been following the standard cleaning procedure and using recommended cleaning agent. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device revealed the catheter was received inside a generic plastic bag and showed signs of use (possibly remains of blood inside). Visual inspection revealed a kink mark near the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.